Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / severe constant pelvic pain worse closer to cycle"), pelvic inflammatory disease ("reproductive system disorder or condition- type of disorder or condition: pelvic inflammatory disease") and genital haemorrhage ("persistent bleeding / abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (live births on ((B)(6) 2005, (B)(6) 2008 and (B)(6) 2014)), miscarriage and sexually transmitted disease. She alcohol and tobacco denied. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included overweight, abdominal pain, shaking (hydrocodone allergy), chlamydial infection, right lower quadrant pain and uterine bleeding. Concomitant products included medroxyprogesterone (depo provera) since 2014 for birth control as well as naproxen and prenatal vitamins. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (severe only after sexual intercourse)") and female sexual dysfunction ("apareunia"). In (B)(6) 2014, the patient experienced hormone level abnormal ("hormonal changes"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced urinary tract disorder ("bladder or urinary problem or changes") and bladder disorder ("bladder or urinary problem or changes"). On (B)(6) 2016, 1 year 9 months after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced urticaria ("allergic or hypersensitivity (hives)"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (symptom post robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy) and surgery (symptom post robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, genital haemorrhage, vaginal haemorrhage, dyspareunia, urticaria, female sexual dysfunction, hormone level abnormal, urinary tract disorder, weight increased and bladder disorder outcome was unknown, the dysmenorrhoea and menorrhagia had resolved and the alopecia was resolving. The reporter considered alopecia, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: following placement of essure coils, 1 coil was noted protruding from the left tubal ostia and 2 coils were noted protruding from the right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . On (B)(6) 2014,hysteroslapingogram- no spillage of contrast bilaterally. On 17-jan-2016:CT of abdomen and pelvis: mild right hydronephrosis with no obstructing stone visualized. (B)(6) 2016:us pelvis: physiologic appearance of uterus and ovaries, bilateral essure clips in place. (B)(6) 2016:surgical pathological report: received in a formalin-filled container, labeled with patient. Information and "uterus, fallopian tubes," is a uterus, cervix and bilateral fallopian tubes. The uterus and cervix have a combined weight of 93.1 grams and measure 7.5 cm in length, 6.2 cm in width, and 3.7 cm anterior to posterior. The serosa is tan and smooth without adhesions. The ectocervix measures 2.7 cm in diameter, is gray-white, smooth and glistening, and displays an oval os measuring 1.1 cm in diameter. The endocervix is 1.5 cm in length with a tan, trabeculated mucosa and multiple cysts filled with a colorless gelatinous content. The endometrial cavity measures 4.0 x 2.5 cm and has a tan lining measuring 0.2 cm in thickness. The myometrium is gray-tan, homogeneous, and measures 1.5 cm in thickness. Each fallopian tube has a metal coil within the lumen. The right fallopian tube measures 6.5 x 1.0 x 0.8 cm. The left fallopian tube measures 7.0 x 0.9 x 0.8 cm. Representative sections: cassette a 1-anterior cervix; cassette a2-posterior cervix; cassette a3-anterior endomyometrium; cassette a4-posterior endomyometrium; cassette a5-right fallopian tube; cassette a6-left fallopian tube ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records dysmenorrhea, vaginal bleeding , pelvic pain, most recent follow-up information incorporated above includes: on 8-feb-2018: pfs & medical record received. Events vaginal bleeding, menorrhagia, pelvic inflammatorydisease , dysmenorrhea, hives, apareunia,bladder or urinary problem or changes, dyspareunia,hair loss, hormonal changes, weight gain, are added. Lab data updated. Concomitant drug & indication are added. Historical drug & conditions are added. Patient , product & reporter information updated. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.